Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mild tortuous and moderate calcified juxta anastamosis vein. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon inflated to 10 atmospheres and was burst at 1 minute into inflation. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable and normal.